Manufacturer narrative:
This was assessed with a no risk safety statement. Due to the conditions of how this specific incident occurred, it remains that the risk of harm is acceptable.it is expected that the engineers are taking suitable safety precautions and that good engineering practice is always followed when performing similar service or repair activities on site with respect to using the right tool, protective equipment and method. The engineers should perform their activities following good engineering practice and safety precautions.

Event description:
A field service engineer sustained a cut to his knuckles when his hand slipped cutting cable ties during installation of new cables on the equipment. It required 2 stitches to the hand in the ER.